Event description:
It was reported by the customer that while attempting to cardiovert, a patient with a pacemaker, the lifepak 20 device would not deliver therapy. The customer then used a lifepak 12 device and was able to deliver therapy. The patient's outcome was satisfactory and there were no adverse effects.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. The device passed all tests. Proper device operation has observed through functional and performance testing. The hospital's biomed stated that they also tested the unit and could not duplicate the reported failure. The device was returned to the customer for use.